Event description:
It was reported that during an unspecified procedure "the tip of coating" of a 182cm pt graphix guide wire broke approximately 1.5cm. The physician was unable to remove the fragment. The procedure was extended. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified procedure "the tip of coating" of a 182cm pt graphix guide wire broke approximately 1.5cm. The physician was unable to remove the fragment. The procedure was extended. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: visual inspection of the returned device revealed kinks at 2cm, 179.3 and 180cm from the proximal end. Peeled ptfe was detached approximately 1.7cm from the distal tip. All outer diameters measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).